Event description:
It was reported that information in the instructions for the use of IFU is insufficient for the intermittent urinary catheter also stated that it was not as explanatory enough as it should be. Per additional information received via ibc on (B)(6) 2021. It was stated that this was from a study and they were unable to find out any information.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Corrections: g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the respondent said, ¿it was not as explanatory enough as it should be¿ when asked about why respondent believes the information in the instructions for use (IFU) is insufficient for the intermittent urinary catheter